Event description:
(B)(4): information pertaining to the pain/burning at the ins site was omitted as it was recorded in pe# (B)(4) information was received from a representative (rep) and a consumer regarding a patient who was implanted with a neurostimulator (ins) for degenerative disc disease. It was reported that the patient¿s pain stimulator never really worked for him and he wanted to have it removed. The patient was sent physician listings. Follow-up was conducted. (B)(4) (con) omitted information from pe (B)(4)-ins migration additional information was received from a consumer. It was reported that the circumstances changing to the loss of effect were no changes in lifestyle. The patient stated that the pain was never really different before or after the surgery. The patient had to run the stimulator on the highest setting (10) to try to ease the pain. A manufacturer's representative (rep) tried numerous time to adjust coverage with no real results. The patient's discomfort continued with the battery placement, as sitting and lying down are uncomfortable. The patient has had numerous adjustments and does light exercise to strengthen core and back as a step to resolve the lack of effect. The issue has not been resolved at this time. No further symptoms were reported.

Event description:
Information was received from a representative (rep) and a consumer regarding a patient who was implanted with a neurostimulator (ins) for degenerative disc disease. It was reported that the patient¿s pain stimulator never really worked for him and he wanted to have it removed. The patient was sent physician listings. Follow-up was conducted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.